Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The distal detachment tip (ddt) was fractured off the distal end of the pusher assembly. The coil was detached from the pusher assembly. The proximal constraint sphere, coil, and pull wire outer diameters were measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated the pc400 coil detached early and migrated away from the intended target vessel. Evaluation of the returned device revealed the pet lock was intact, the pusher assembly was kinked, the ddt was fractured, and the coil was detached from the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly which indicated that there was no attempt to detach the coil. The force used while manipulating the coil caused the ddt to fracture off the pusher assembly which likely resulted in the early detachment. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra system coil 400 coils. During the procedure, upon repositioning for the third time, the pc400 coil unintentionally detached and migrated to the left femoral artery. The detached pc400 coil was surgically removed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.